Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A professional customer reported that during testing of their acc arm unit, the device performed approximately three compressions before the wrench indicator light illuminated and compressions stopped. The customer did not report this occurring during patient use.